Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician experienced difficulty seating the right ventricular (rv) lead fully into the header of the cardiac resynchronization therapy defibrillator (crt-d). The physician put the lead in and took it out several times before it eventually seated into the header of the device. It was noted that it was uncertain if the insertion difficulty with the lead was due to the set screw of the device. The crt-d and rv lead were implanted and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.